Event description:
Baxter multiday infusors (product # c1080) are used to deliver fluorouracil by continuous infusion while pts are on radiation therapy. In the past 3 weeks #7 infusors have malfunctioned (infused at a slow rate or not at all). All infusors came from the same lot #. All drug was filtered before putting into infusor. We've been using these infusors for over 4 years without a problem. The co was informed but wasn't sure what the problem is.